Event description:
A chemotherapy infusion was running at 700ml/h through the carefusion 72303 set connected to an add on set from codan. The customer reported that during the infusion, the nurse noted a leak from the air vent of the 72303 set. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info provided.

Manufacturer narrative:
MFR's report date: 02/21/2014. Internal file no: (B)(4). This report was filed by MFR. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.